Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Medical device manufacture date: unknown. Investigation summary: exec summary - no physical device samples were returned. No samples (including photos) no sample, lot, or batch number were provided or were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. No review of the complaint lot history check for (scale marking issue) was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out for the lot number # unknown.

Event description:
It was reported that 1 unspecified bd luer-lok¿ disposable 20 ml syringe with bd luer-lok¿ tip had scale marking issues. The following information was provided by the initial reporter: it was reported that the device had incorrect calibration marking.